Manufacturer narrative:
Internal complaint reference: (B)(4). H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The distal anchor and plug were not returned. The proximal anchor is fractured and deformed. One of the two forks on the insertion device is bent. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional and corrected information in b5 and h6: health effect - impact code.

Event description:
It was reported that during a rotator cuff repair, the helicoil knotless anchor broke when screwed in. The procedure was completed with a smith and nephew back up device using the originally drilled bone hole using a awl-dilator 4.5mm healicoil to prepare the insertion site and leaving no void in the patient. The broken parts were removed with tweezers. There was a delay of less than 30 minutes and no further complications were reported.

Event description:
It was reported that during an unspecified arthroscopy, the helicoil knotless anchor broke when screwed in. The procedure was completed with a smith and nephew back up device using the originally drilled bone hole using an awl-dilator 4.5mm healicoil to prepare the insertion site and leaving no void in the patient. There was a delay of less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.